Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012, a cerebrovascular event on or about (B)(6) 2013 and subsequently expired on or about (b)(6 2013 after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) of three events reported for the same pt involving two separate products; associated mdrs #1225714-2014-00273, 00274, 00275, 00276, 00277, 00278.